Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that patient¿s right lead was showing high impedances. In turn, surgical intervention was undertaken wherein the right lead was explanted and replaced. This addressed the issue. It is unknown which lead had high impedance and was explanted, therefore both leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03395. It was reported the patient¿s ipg was unable to be set to MRI mode. Diagnostic testing revealed high impedances. In turn, surgical intervention may be pending to address the issue. Patient denies any trauma.